Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty cable. It was also noted that there was a small pin hole on the cable and it failed the leak test. The label on the rear cover was also faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head was not showing the image. The issue was found during reprocessing. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, failure of the cable was confirmed. Therefore, it was determined that the video function did not work normally due to failure of the cable and the indicated phenomenon¿the image is not displayed¿occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.